Event description:
On 4/11/83 an ipp device was implanted. On 2/6/91 the cylinders were revised. On 3/10/97 the entire device was removed form the pt and replaced due to fluid loss. Add'l lot/ser no: 4101l 002.